Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also reported that the customer began using reservoirs and infusion sets not specified for use in the insulin pump prior to the event. The insulin pump alarmed no delivery prior to the event. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.